Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation was difficult and system rebooting was required. The device was replaced. No further information is available at this time.

Manufacturer narrative:
Date returned to manufacturer: return date added.

Manufacturer narrative:
Device evaluation: it was reported that ventricular oversensing and non sustained lead noise was observed on device. The noise complaint was confirmed via the stored electrograms. No noise was observed on the real time egm during bench testing. Functional testing of the device on the bench revealed no anomaly. X-ray inspection detected no anomaly. The device met all of the electrical test specifications. A visual inspection was performed and scratches and burn marks were observed on device can. A small polished mark was also observed on the back of the can,the noise was likely caused by the abrasion that polished the spot on the back of the can. Telemetry functionality was tested and both inductive and rf telemetry were normal and the telemetry distance was normal for both modes. The programmer did not crash at any time and interrogations completed within a minute. The device memory image was obtained without difficulty. The cause of the possible telemetry anomaly that may have caused the lengthy interrogations and programmer crashes was not determined.